Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer continued to use the pump for insulin therapy.